Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/28/2023 h6 component code: g07002 incomplete device returned additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. Visual analysis of the returned sample revealed that only it was received one empty packet (foil). As the needle was not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/25/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: when did the needle detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? The needle itself broke while making a pass, as per what o was told (I wasn¿t in the procedure) please provide the lot number. Lot # qemdkk. Was the needle piece(s) retrieved during the same procedure? Yes, as per my report! What measures were taken to retrieve the broken piece? X-ray performed in order to locate missing, broken off piece of needle, as per my report! Was there any additional tissue damage as a result of searching for the needle piece? No. Were there any patient consequences? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6), nurse manager for l&d to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an obstetrics procedure in 2023 and suture was used. During an obstetrics procedure the needle broke off and they were not able to locate it until an x-ray was made. There were no patient consequences reported. Additional information was requested.